Manufacturer narrative:
MFR# 1911916-2019-01269 has been deemed not reportable after further review and will be cancelled. There was no report of serious injury, medical intervention, or reportable device malfunction. General dissatisfaction of the product does not impact the intended use of the device which would not lead to harm or serious injury to the clinician or patient. MFR# 1911916-2019-0126 is null and void.

Event description:
It was reported that the bd luer-lok¿ tip syringe was incorrectly labeled on the box as a "50 ml" syringe. The following information was provided by the initial reporter: "per customer conversation on (B)(6)2019 inventory team pulled a couple of cases with syringes with incorrect labeling. Outside of box says 50 ml syringe but product should be a 60 ml."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the investigation was limited as no samples or photos were provided. A device history record could not be completed as no lot number was received. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: bd is standardizing its global portfolio of bd® syringe sizes, as a result, the 60 ml bd® syringe will be relabeled and sold as a 50 ml bd® syringe. The change being made to the device is only on the graduation scale marking, which will no longer extend beyond 50 ml, catalog/order numbers will remain the same.

Event description:
It was reported that the bd luer-lok¿ tip syringe was incorrectly labeled on the box as a "50 ml" syringe. The following information was provided by the initial reporter: "per customer conversation on 11/18/2019 inventory team pulled a couple of cases with syringes with incorrect labeling. Outside of box says 50 ml syringe but product should be a 60 ml."